Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On 2/2/26, the patient's mother reported, that the patient had been picking at the rns site, and subsequent wound dehiscence. Drainage was noted at the incision site. On (B)(6) 2026, the patient was brought to the emergency room for surgical exploration. The rns system (neurostimulator and two leads) was explanted. Treatment of the subdural infection included IV antibiotics (vancomycin and 6 weeks oxacillin).